Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported via e-mail by the sales representative that the patient had a revision of an accolade tmzf stem for head dissociation/dislocation. Removal of femoral stem and cocr 36+5 head. Upon removal the femoral stem trunnion was deformed and tremendously worn.

Manufacturer narrative:
An event regarding alleged ¿disassociation/dislocation¿ involving an accolade stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided undated x-rays by a clinical consultant indicated: "the head is in the acetabulum. The trunnion of the stem is disassociated and dislocated from the head with deformity and metal loss on the superolateral surface of the trunnion proximally. Some radiodensities are noted around the hip representing either heterotopic ossification or debris. No clinical or past medical history, no complete patient demographics, no operative reports, no dated serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery ten years post-implantation." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event was confirmed based on the review of the undated x-rays by the consulting clinician who indicated ¿the trunnion of the stem is disassociated and dislocated from the head with deformity and metal loss on the superolateral surface of the trunnion proximally.¿ however, the root cause could not be determined as the consulting clinician indicated ¿no clinical or past medical history, no complete patient demographics, no operative reports, no dated serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery ten years post-implantation.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported via e-mail by the sales representative that the patient had a revision of an accolade tmzf stem for head dissociation/dislocation. Removal of femoral stem and cocr 36+5 head. Upon removal the femoral stem trunion was deformed and tremendously worn.